Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose level is high as 442 mg/dl. Customer stated that her pump is not working properly and she is not getting any insulin. The reservoir will not stay in the pump. The blood glucose value was 442 mg/dl but she has not eaten and she was asleep and customer¿s next blood glucose was 393 mg/dl and then 401 mg/dl. Customer stated that the inside of the reservoir compartment where the reservoir screws in is chipping away and she thinks that is why it is not delivering properly. Customer current blood glucose was 402 mg/dl. Customer reports the following symptoms related to their high blood glucose was nausea and vomiting. Customer reports they feel okay to troubleshooting. Customer reports they have not contacted their hcp regarding the high blood glucose. The drive support cap appears normal (slightly indented). After performing manual prime/fill tubing with current set. Customer reports insulin exited at the qr. Customer is using a cannula based infusion. Customer is able to remove/change set at this time. Customer wishes to check basal rate settings for accuracy. Customer reports basal rates are programmed accurately. Customer declined to perform the hp test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected alarm error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and missing end cap sticker.